Event description:
It was reported that the tandem mobi pump battery would not charge, despite the caller using the appropriate charging supplies. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down. The customer initially tried leaving the wall adapter plugged into a working outlet but found the connection unstable. Technical support instructed the caller to retry charging, and later sent a replacement wall adapter, cable, and pad. Eventually, the pump began charging successfully with no further assistance required.